Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right ventricular (rv) lead long pause had possibly occurred due to pacing failure since low impedance and failure in capturing. The patient was asymptomatic, although the patient¿s intrinsic r wave was not observed. It was also reported that low impedance had been intermittently recorded for about a month, and during that time, there was a possibility of occurring pacing failure due to leakage because failure in capturing. However, after that, lead impedance had been measured in acceptable range. Rv lead pacing and sensing were changed to unipolar, and the lead remains in use and patient to be monitored via follow up checks. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.